Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-23429. It was reported, the patient suddenly lost stimulation. Diagnostic testing revealed impedance readings on all lead contacts. Imaging revealed a lead fracture above the anchor site. The physician believes the fracture is due to the anchor. Surgical intervention was undertaken on (B)(6) 2013 and the model 3186 lead was explanted and replaced. It is unknown if the anchor was replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.